Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that carb ratio was incorrectly entered during pump set-up. Tandem technical support assisted customer in correcting the setting and insulin delivery was successfully resumed. The customer's blood glucose level was 150 mg/dl.